Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. Gender info was not provided. (B)(4). The service representative re-calibrated the sensor panel and the unit functioned normally. (B)(4).

Event description:
The customer reported that there was half of the image. It is possible that the image was retaken, resulting in unintended radiation exposure.